Event description:
Customer reports patient treated in emergency room for blood in urine after protime inr 2.9. While at emergency room, hospital lab inr 8.9. Patient coumadin halted for several days and then restarted.

Manufacturer narrative:
Manufacturer awaiting product return from user facility.